Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was revised.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted on (B)(6) 2020; w1dr01 ipg implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right atrial (ra) lead exhibited high thresholds and no capture. The ra lead had dislodged. Intervention is planned. No patient complications have been reported as a result of this event.